Event description:
The following has been reported: biomed reported: as of now after the update these are the current pumps/charging packs that need to be sent in, all pumps had cassette failures and bracket had broken bracket latch. No patient harm. No confirmation if issues stopped active infusion. 6/25 - biomed confirmed only issue was cassette failure. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) . An active infusion did not stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for evaluation of reported cassette errors. Upon investigation, the reported complaint was not confirmed. The pump was able to pass mock infusions. The pump also passed functional testing when reverted to manufacturing mode. Unable to replicate reported sensor hardware failure in clinical or manufacturing testing. No physical damage noted internally.